Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displays a battery indicator. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(4) 2012 and obtained the following information: the patient tests four times a day and manages her diabetes with humalog insulin (sliding scale based on food intake and blood glucose result) and 20 units of lantus in the evening. The patient alleged that the issue began on (B)(6) 2012 (time unknown). After the reported power issue occurred, the patient indicated she did not test her blood glucose with another/ secondary device and she does not recall what action she took in response to the alleged meter issue. The next morning (time unknown) the patient confirmed and clarified she experienced symptoms of high blood glucose (specifying frequent urination, thirst, and nausea). The patient corrected and clarified she administered an unknown amount of insulin as self-treatment (time unknown); the patient did not receive any additional medical intervention/treatment. During troubleshooting, the customer service representative noted that the patient was not using the subject meter for the first time, the subject meter's batteries were not replaced (per owner's booklet recommendation), the patient did not have replacement batteries available, and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.